Event description:
It was reported that the pump is alarming no disposable clamp tubing. She had a lot of difficulty following instructions. Pump restarted and is running. Reassurance provided that she is safe and to call back if there are further issues. No additional information available.